Event description:
It was reported that the bipolar cutting loop broke off in the middle of cystourethroscopy procedure. The patient was receiving the cystourethroscopy with irrigation and evacuation of multiple obstructing clots. The broken piece was discovered in the drapes attached to a large clot that was being removed from the patient. Per report, the physician did not utilize grasper because the clot was too big. Another electrode was used to continue with the procedure. The physician confirmed there was no evidence of foreign object remained in patient. Pyelogram was performed as part of the procedure after the discovery of broken piece. There was no report of injury to the patient.

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The reported product was returned and evaluation was performed. The cutting loop was confirmed to be detached/dislodged from its housing staff. The broken piece was not returned together with the electrode. There was sign of temperature damages to cutting loop. The distal plastic insulation was found melted and black residue was noted. The reported issue is tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).